Event description:
A malfunction alarm was reported with a specific malfunction code. There was no adverse impact on the customer's blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the device. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump and to report if any issues arose again.